Event description:
It was reported that this was a venous closure of the right femoral vein prior to a watchman procedure via a 7f sheath. Reportedly, two perclose devices did not feel correct when pressing down the plunger. A footplate break was noted for both devices. The two devices were removed, and the watchman procedure was completed. Hemostasis was achieved with manual compression. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to guide break, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported, 'did not feel correct when pressing down the plunger' appears to be related to the physician¿s perception as the use of the prostyle device can have different perceptions of feel based from the user or symptom of the reported break. However, the device was not returned and therefore could not be confirmed. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device returning updated from yes to no.